Event description:
The customer reported that the 3mm screw allegedly went through the anchorage plate. The customer is experienced with these devices and did not apply any undue pressure in this case. The procedure was completed using a 3.5mm screw and there were no delays to surgery and no adverse consequences for the patient.

Manufacturer narrative:
Evaluation summary: the reported event that anchorage plate had a screw go through the screw hole of the plate during surgery could not be confirmed since the device was not returned for evaluation. The root cause of this event has been identified as a design issue. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. If any further information is provided, the investigation report will be updated. Device remains implanted.